Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive root cause. There was no evidence to suggest that a reagent related issue contributed to the event. No vitros trop I es reagent performance issues are indicated based on the historical trop I es quality control data. However, the level 1 control fluid does not adequately evaluate the performance of the reagent for samples with troponin I concentrations <url of 0.034 ng/ml. Therefore, a reagent issue cannot be entirely ruled out as a contributing factor. There is no definitive evidence to suggest an instrument malfunction is related to the event in question and trop I es precision testing performed by the customer was within acceptable guidelines. Additionally, it was not possible to confirm the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 1.03 ng/ml vs. Expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).